Event description:
This complaint is now reportable based on the analysis completed on 03/24/2008. It was reported that during a coronary artery stenting treatment procedure, the 2.75x24mm liberte monorail coronary stent delivery system (sds) was unable to cross the lesion. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual examination of the crimped stent found that the stent was pulled distally on the balloon. The proximal edge of the stent was located approximately 5mm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned 3 mm distal to the distal edge of the distal markerband. A strut was lifted approximately 5 mm distal to the proximal edge of the stent. Further examinations of the stent found that the stent was bunched at its center. This type of damage to the stent is consistent with the delivery device system encountering some form of restriction. An examination of the proximal end of the balloon found a clear impression of where the stent was crimped originally. Review of the device history record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context. A CAPA has been initiated to address this issue.